Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ that the needle hub separated inside of the shield when trying to remove the shield. The following information was provided by the initial reporter: needle hub separated inside of the shield while trying to remove the shield.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned two 0.5ml, 31 gauge, 8mm syringes from lot 1242736. The syringes have had their needle shield and hub separate from the barrel. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tip of the barrels or their respective needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch# 1242736. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ that the needle hub separated inside of the shield when trying to remove the shield. The following information was provided by the initial reporter: needle hub separated inside of the shield while trying to remove the shield.